Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed by tech services. Baton was scrapped. Additional part used: portable video monitor, gvl-2000; catalog: 0231-0003; sn: (B)(4). This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope cobalt video baton 3-4, the device would lose the image while being inserted. It is unknown if a back-up device was used. No delay in the procedure was noted. No harm to patient or user was reported.